Event description:
Date of event: best estimate is 2009 according to the information received, an end user reported a cut off/broken catheter. The complaint originally came from amed. Patient he explained that he received a catheter last month that was cut in half and said must have gotten sealed wrong.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned to manufacturer.